Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number: (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The proglide is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional proglide is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device via 6fr sheath after a angioplasty interventional procedure. Reportedly, when the plunger was retracted, no sutures were attached to the needles. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.